Event description:
Patient, a 38 year old female, was given a chest x-ray on 7/12 due to decreased respiratory ability. X-rays showed that the outer cannula of the tracheal tube had broken loose from the flange and become lodged in the patient's right main stem bronchus. The cannula was removed via bronchoscopy. The patient suffered no apparent injury. The patient's respiratory condition returned to its pre-event status. Tentative identification of the tracheal tube as a jarit device. Evaluation of the tube indicates a failure of the welded joint between the flange and the outer cannula.